Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated an issue with the detection of rv lead noise/noise discrimination failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular tachycardia (vt) and the device inappropriately withheld therapy due to the rv lead noise algorithm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.